Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient reported inflammation and was prescribed oral antibiotic by the general practitioner. The patient is immobile for two hours per day. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.